Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 5 months after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that dissection is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Dissection is listed in the IFU as a known potential adverse. Dissection can result from overexpansion of the stent; disruption of the stent during withdrawal once balloon is deflated; migration of stent from original position before or during stent re-expansion attempt; subsequent deployment of another overlapping stent; and /or sharp edge or damage on catheter tip. While the exact cause of dissection is unable to be determined, patient comorbidities combined with post-dilatation with a large 4.5mm diameter balloon in a smaller caliber vessel (3.82mm reference size, pre-procedure) may have contributed to the dissection. However, a relationship between the cobra stent and reported dissection cannot be completely excluded. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) year-old male with medical history of coronary artery disease, percutaneous coronary intervention (pci) to lad with bare metal stent (bms) in 2013 with residual 40-50% stenosis of the right coronary artery (rca), atrial fibrillation on oral anticoagulant, mitral valve regurgitation, av block in 1993 with pacemaker implantation, current smoker (2 packs/day since age (B)(6)), morbid obesity, hypertension, and dyslipidemia, presented with stable angina and enrolled in the cobra trial on (B)(6) 2018. He underwent pci via direct stenting with placement of two 3.5x30mm cobra pzf¿ stents, deployed in the proximal rca and mid rca. Post-dilation was then performed. As dissection was suspected (due to white area visualized below stented area), a 3.5x15mm cobra pzf¿ stent deployed in distal rca. The patient did not report any adverse effects at 14 days and 30 days follow- up visits. The patient returned on (B)(6) 2019 with worsening exertional dyspnea nyha iii, and for preoperative assessment. A coronary angiography was done to evaluate the mitral valve function and showed in-stent restenosis of the distal rca, which was treated via implantation of two drug-eluting stents (des). Proximal and mid rca were free of intracoronary stent restenosis. The patient was discharged (B)(6) 2019. The investigator reported that the event is possibly related to the index procedure, and possibly related to the study device. No additional information was provided.